Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. A visual inspection was conducted. Tissue and charred blood was observed at the heating element. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it activated when the power was switched on. The cable connection was manipulated and the device worked intermittently. The circuit between the jaw heating element and the ¿on/off¿ pin on the pigtail was evaluated for continuity using a multimeter. The circuit was intermittently active (energy to the jaws was intermittently available) while the toggle was in the ¿off¿ position. This indicates the presence of a break in this circuit, which caused the unit to self-activate. Based on the results of the evaluation, the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wouldn't turn off, just kept beeping and burning even though it wasn't locked into place. One of the tips melted and appeared to disintegrate because it was never found in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
December 20, 2015 03:13 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wouldn't turn off, just kept beeping and burning even though it wasn't locked into place. One of the tips melted and appeared to disintegrate because it was never found in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.